Event description:
It was reported that the patient presented to the hospital for a scheduled leadless pacemaker (lp) implant procedure. During the procedure, it was noted that it was difficult to move the catheter past the tricuspid valve due to the patient¿s small right ventricle. The physician attempted to move the implant catheter of an lp past the valve, but the patient experienced two episodes of cardiac arrest. The patient was recovered with cardiac massage. The physician then attempted to implant the micra. The physician was able to move the micra catheter past the tricuspid valve with difficulty when the patient experienced the third episode of cardiac arrest. The physician urgently deployed the micra lp, however, it was not functioning, and cardiac massage was required. The micra lp was recaptured to deploy again, but the patient experienced a fourth episode of cardiac arrest. The micra lp was redeployed prematurely and did not function as intended requiring more cardiac massage. The micra lp was recaptured to implant a transvenous pacemaker instead. Once the micra catheter was removed, the patient¿s blood pressure suddenly dropped. Echocardiography showed tamponade indicating perforation had occurred at some point of the procedure. The physician began draining the blood, but the patient continued to have cardiac arrests. Blood drainage was performed until the anesthesiologist noted that the patient was no longer responsive. The decision was made to not pursue further aggressive treatment and the patient passed away due to cardiac arrest. It was not conclusively determined which brand of lp and lp catheter caused or contributed to the reported event as it cannot be determined when the perforation occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).